Event description:
The customer called to report high blood glucose and the reading was 405 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The high pressure was performed and the insulin pump alarmed motor error. The high pressure test was performed a second time and the insulin pump did not give a no delivery alarm. Nothing further was reopened.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to a faulty force sensor. Unable to perform the occlusion test due to the motor error alarm.